Manufacturer narrative:
The complaint condition cannot be confirmed based on the image provided during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. DHR review cannot be performed as there was no available lot number information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, yellow stains developed on the devices. This was discovered on the instruments after washing and sterilization during inspection. No patient involvement. No further information provided. This report is for one (1) viper system polyaxial screw driver t20. This is report 3 of 4 for (B)(4).